Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. It was reported that the usb cable was loose. Reportedly, the customer was able to charge the pump successfully. Customer¿s blood glucose was 99 mg/dl.